Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2014 to the bra line (back) using a coolcurve+ applicator who developed paradoxical hyperplasia (pah/ph) of the treated area on an unknown date in (B)(6) 2014, diagnosed on an unknown date after treatment. Tissue described as soft-firm to touch upon palpation.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2014 to the bra line (back) using a coolcurve+ applicator who developed paradoxical hyperplasia (pah/ph) of the treated area on an unknown date in (B)(6)2014, diagnosed on an unknown date after treatment. Tissue described as soft-firm to touch upon palpation.

Manufacturer narrative:
D10 concomitant therapies continued:(B)(6). This is a historical record and reflects reports that were received by the company prior to (B)(6)2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.